Manufacturer narrative:
The insulin pump was received no button response due to flattened down button dome switch. No cracks on the case noted. No cosmetic damage noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported that the insulin pump's down button was responding intermittently. Customer reported that they had recently fallen on the insulin pump and the case was cracked. Blood glucose level was not provided. No further information was provided.